Event description:
It was reported that while using the bd facslyric¿, leakage of biohazard not was contained within instrument. There was no report of patient impact. The following information was provided by the initial reporter. After 22nd, the phenomenon occurs after performing monthly clean. I had facsclean run during sit flush, but it doesn't improve. Dripping during sit flush. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Bio-hazard. 5. Did biohazard leak before or after waste line? Before waste line. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l8c instrument, part # 654587 and serial # (B)(6). Problem statement: customer reported complaint on a leakage of biohazard material outside of instrument during sit flush. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 25dec2019 to date 25dec2020. Complaint trend: there are 2 complaints related to the above problem; date range from 25dec2019 to date 25dec2020. Manufacturing device history record (DHR) review: DHR part #654587 serial # (B)(6), file #: (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage was due to a failure within the waste fluid line. Clogs, blockages, and disconnects of the fluid and/or air lines can prevent proper aspiration during the sit flush operation. This commonly leads to dripping from the sit causing leakages and carryover between samples. The fse (field service engineer) suspected that the leakage was due to a blockage preventing the sit flush to properly run. They replaced the waste liquid line and confirmed that the leakage had been resolved by running several successful sit flushes. No parts were requested for evaluation as tubing is not from stock inventory and the defective tubing was discarded. After the repair the instrument was tested and was performing as expected. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as they had not come in contact with the fluid. The leakage was not under pressure or sprayed, and did not significantly increase the risk of exposure. Additionally, while patient samples were used during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 20sep2019. Defective part number: n/a. Work order notes: subject / reported: when sit flush, dripping. Problem description: when sit flush, dripping. Work performed: since it is suspected that the waste liquid line is blocked during sit flush, the waste liquid line tube is replaced prophylactically. After that, sit flush was performed multiple times to confirm that the liquid did not drip. After the work, pqc was performed and it was confirmed that it passed. Cause: no failure could be confirmed. Solution: make sure that it does not drip. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes; no. Tfs: 89169; ID: (B)(4); reg status: ivd; ruo; hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (tfs ID): (B)(4) sample preservation during pause; implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir; probability: 1; severity: 3; risk index: 3; residual risk evaluation: a; new hazards: none. Mitigation(s) sufficient yes; no. Root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a disconnected waste fluid line. Conclusion: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a disconnected waste fluid line. The fse suspected that the leakage was due to a blockage during the sit flush operation, and thus replaced the waste fluid line. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd facslyric", leakage of biohazard not was contained within instrument. There was no report of patient impact. The following information was provided by the initial reporter. After 22nd, the phenomenon occurs after performing monthly clean. I had facsclean run during sit flush, but it doesn't improve. Dripping during sit flush. Please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Bio-hazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.